Event description:
It was reported that pump experienced malfunction code that occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and call back if issue recurred, which customer acknowledged and understood.